Event description:
Customer reported: "multiple ua's, ua-27, and wide separation on lead cells, also two failed cardiac arrest's".

Manufacturer narrative:
The complaint of multiple user advisories (ua) and wide separation on load cells was verified. The archive file showed multiple ua27's (encoder fault) and ua45"s (not at "home" position after power-on/restart). The integrated encoder gearbox was replaced, which remedied the reported complaint. Probable cause of ua45 is that the lifeband straps were not pulled out completely prior to turning the device on. The board passed final tet after the encoder was replaced. No info about pts' condition was provided.